Event description:
During a procedure, the anesthesia staff attempted to raise the head of the stretcher bed when a loud snap was heard and the top half of the bed began to descend. The staff were able to support the patient until they could move him to another stretcher bed. The patient was transferred without any injury and case completed. On close inspection, two cracks were found in the stretcher welding that supports the back section of the stretcher bed.